Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A malfunction based on analysis was found. The provided information was reviewed by abbott engineering and the reported missing implant date was found to be as a result of a power on reset (por) prior to device finalization during the implant. The cause of the por could not be determined. The implant date has since been restored via the procedure. No other anomalies were found.